Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working. The analyzer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The analyzer passed incoming visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018: the analyzer was returned for service.